Event description:
It was reported to philips that system was unable to perform exposure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was transferred to the other device to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposure. Upon functional testing, the fse checked the logfiles and found the error that generator has no communication. To resolve the reported issue, the fse re-install the cable between host pc and generator and then reboot the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.